Event description:
The customer stated that the blood glucose device was coded with the correct code key but the device screen was displaying the wrong number. The customer stated the device had been displaying the correct number until that evening. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.